Event description:
A supplemental report is being submitted due to completion of the investigation on 10-jun-2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2179355 of echo-19 was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 26 mar 2025. On evaluation of the devices the following observations were made: visual inspection: device returned with distal end of the needle not retracted. Distal end of the needle examined, and normal curvature observed. Proximal kink observed just below sheath extender. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without difficulty. Needle handle able to advance with difficulty to position 7 and retract with difficulty but the needle would not retract. Stylet removed from device with no issue. Needle removed from the device and proximal needle break observed just below the sheath extender. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2179355 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage occurring during setup or insertion/advancement through the scope during the 4th puncture, leading to needle kinking below the sheath extender, as observed during lab evaluation. The proximal needle kink may have prevented the stylet from retracting properly, and applying additional force to remove it could have caused it to snap or break, as observed during the lab evaluation. Additionally, the proximal kink may have contributed to the needle/sheath advancement issue noted both in the lab evaluation and by the user. A CAPA (B)(4) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: according to the customer, the needle could not be retracted after fourth puncture. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage occurring during setup or insertion/advancement through the scope during the 4th puncture, leading to needle kinking below the sheath extender, as observed during lab evaluation. The proximal needle kink may have prevented the stylet from retracting properly, and applying additional force to remove it could have caused it to snap or break, as reported by the customer. Additionally, the proximal kink may have contributed to the needle/sheath advancement issue noted both in the lab evaluation and by the user. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental correction report is being submitted following additional information received on 26-mar-2025 post laboratory evaluation to update the medical device problem code (a code).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Supplemental correction report is being submitted following additional information received on 26-mar-2025 post laboratory evaluation to update the medical device problem code (a code).

Event description:
Rhe needle could not be retracted after fourth puncture "as per cc form": after the fourth puncture, the needle could no longer be retracted. Sufficient samples were taken so that the procedure could be completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) 1) lymph nodes in the mediastinum. 2. Please describe the size of the intended target site. N/a. 3. Was gaining access to the target site difficult? No. 4. Was puncture of the targeted site difficult? No. 5. What is the scope manufacturer and model number that was used? Pentax eg36-j10ut. 6. Will the product be returned? Yes. 7. Was the scope recently service/repaired? No. 8. Was the device used in a tortuous position? No. 9. Are images of the device or procedure available? No. 10. Was the device damaged in packaging before removal? No. 11. Was the device damaged on removal from packaging? No. 12. Was force required to remove the device? No. 13. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? During the fourth puncture procedure. 14. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) n/a. 15. If not with the device in question, how was the procedure performed and/or finished? N/a. 16. Did the patient require any additional procedures as a result of this event? No. 17. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a. 18. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Needle comes back. 19. Was gaining access to the target site difficult? No. 20. Was force required on insertion of device into scope? No. 21. Was resistance felt while inserting the device through the scope? No. 22. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? During the fourth puncture procedure. 24. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a. 25. Was the stylet partially removed when advancing the needle into the target site? Yes. 26. Was the syringe used during the procedure, after the stylet was removed? Yes. 27. Was difficulty experienced while retracting the needle? Yes. 28. Was it possible to be fully retract before removing the needle from the patient? No. 29. How many samples were obtained (passes completed) with this needle? 4. 30. Did any section of the device detach inside the patient? No. 31. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 32. For procore needle, is the device damage located at the notch/core trap? N/a, yes, no (if no, please specify where the damage is located) n/a. 33. For echo-ppg device, at what stage did the needle bend e.g., after portal vein pressure measurement or after hepatic vein pressure measurement? N/a. 34. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? N/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.